Event description:
Consumer stated the last 2 bags she got, don't hold up. She has used this kind several times before. The brush breaks off, usually while she is using it on the 2nd or 3rd use. She only has 1 bag right now, she threw out the other bag.